Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implant procedure, the patient's blood pressure dropped and they complained of shortness of breath. The patient experienced a cardiac tamponade and possible perforation. The physician believed the cause was from the removal of a competitor temporary pacing lead. A pericardiocentesis procedure was performed, and the patient stabilized. It was also reported that measurements and positioning of the permanent right ventricular (rv) lead did not change, however this lead was repositioned anyway, out of abundance of caution. The rv lead remains in use. No further patient complications have been reported as a result of this event.